Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. The device was visually inspected and found a communication error code e224 on the screen due to a shorted cable. There is a crack on the focus ring. The rear cover is faded. No further information has been provided.

Event description:
The user facility reported that the device is having image issues. There is no image and the device is not giving images. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause was not identified. However, from the information raised, it was presumed that the image was not displayed because the video signals could not be transmitted to the processor due to the damage to the cable. A communication error (e224) is an error that occurs at a communication abnormality with the processor. The error is presumed to have occurred because communication between the processor and the camera head was not conducted due to the damage to the cable. Although the product shipping record was confirmed, there was no abnormality found with the device. Therefore, it is considered that the damage to the cable was caused by user's handling. Legal manufacturer reported that regarding the damage to the cable, when confirming the instruction manual at the product shipment , the following are described. By this, it is judged that the phenomenon pointed out can be prevented. "Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."